Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) provided the infusion pump in formation.

Manufacturer narrative:
Continuation of medical devices: product ID 8781 lot# 0213156647, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (concentration and dose unknown) via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient experienced an increase of pain so the doctor programmed a scan and saw the "the catheter was outside." The catheter was completely explanted on (B)(6) 2018 and photos taken during the procedure showed the spinal segment of the catheter was coiled near the anchor. It was reported the date of the event was (B)(6) 2018, but this is conflicting with the report that the catheter was explanted on (B)(6) 2018. There were no known environmental or external factors. It was indicated that the customer was notified that it should be returned but it was unknown if it would be. The patient medical history, weight, and age were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-apr-20. It was reported the patient first started to experience the increased pain on (B)(6) 2018. It was confirmed the report that the "catheter was outside" meant the catheter was outside the intrathecal space and clarified there were no additional allegations against the catheter related to the photos provided with the initial report. The doctor did not keep the catheter for analysis so it would not be returned. It was indicated that the information provided had been confirmed with the hcp. No further complications were reported or anticipated.